Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis investigations, but the investigation has not yet been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the jaws of the fenestrated bipolar forceps broke off and a fragment fell into the patient. The fragment was retrieved during the same procedure. The instrument was removed and replaced with a backup. Following this, the user continued and completed the procedure with no further issues. The procedure was completed as planned. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that all fragments were retrieved. The surgeon was grasping tissue when the fragment fell into the patient. No post-operative tests were performed to check for remaining fragments. The reporter confirmed that there was no patient injury. There is no report of post-surgical complications, and the patient has not returned to the hospital. The instrument was inspected before use, and no issues were detected. The reporter stated that the instrument might have collided with other instruments or hard materials during the procedure. The reporter confirmed that the fragment did not fall inside the patient during an instrument tip/ accessory collision.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and reported failure was confirmed. The instrument was found to have a broken grip at the grip base. A piece approximately 0.479" x 0.176" was found to be broken off. The broken piece was not returned. Components adjacent to this broken grip did not show damage.